Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 43 mg/dl. The customer did not set up a temporary rate during the night like she normally does which caused her to have a low bg. Reportedly, the customer started a temporary rate to address issue. Customer continued using the pump for insulin delivery.